Event description:
Results for neumodx sars cov2 test strip was discrepant with another method.

Manufacturer narrative:
No adverse outcome was reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.